Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken upper case and missing knob, one encoder switch was pushed into the device and one encoder knob was missing. It was additionally noted that capacitor c277 on the main printed circuit board was damaged. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had plastic on the front cover that was broken and a missing control knob. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator tested out of specification during manufacturer's analysis.